Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer was dispatched on 12/1/2016. The fse inspected pump assembly and found the pump plunger to be loose causing the pump to bind up and give gradient error. The fse tighted the pump plunger, performed drain flush, system prime, and normal start up. Ran calibrator, qc (quality control), and some samples with no issue. No further action required from field service. The most probable cause of the reported event was a loose pump plunger on the pump.

Event description:
On (B)(6) 2016 a customer reported a gradient sensor error with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.